Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. Additional information was provided by a nurse, who reported further details of the event. On the 1st week postoperative, the patient experienced symptoms and was diagnosed with endophthalmitis. The associated complications were described as hypopyon and 2+ striae. There were no cultures taken. Approximately, nine weeks later a pars plana vitrectomy was performed. The event resolved with treatment. This was the 7th surgery of the day.